Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, noise, oversensing, and pacing inhibition with no asystole noted. A surgical revision was performed to replace the patient's ra lead. No additional adverse patient effects were reported. The device remains in service.